Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The patient's electrocardiogram (ECG) was normal. Sample collection and centrifugation data was not supplied. The customer incubated the patient's sample with mouse immunoglobulin g (igg) with no change in results. Quality control (qc) was within specifications during the time frame of the event. A system check performed on (B)(6) 2008 conformed to specifications. The customer excluded instrument malfunction as a cause for the elevated troponin I results due to a technical support specialist service visit the previous week. Interference testing at beckman coulter customer product line support (cpls) laboratory was performed on both samples and confirmed an interference which likely relates to alkaline phosphatase. This interfering compound, distinct from heterophile antibodies, causes reproducible false positive results. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6), 2008 through (B)(6), 2010 for additional reportable events. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g., human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point.

Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one patient involving unicel dxi 800 access immunoassay system. The elevated results were discordant to an alternate methodology and did not correlate to the clinical condition of the patient. The elevated results were released out of the laboratory, and the patient underwent cardiac catheterization with no result. The customer supplied beckman coulter, inc in (B)(6) with the patient samples for further analysis.